Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra (s3u) valve in the aortic position via transfemoral approach. The 14f esheath+ was able to be inserted into the right femoral artery but the 26 s3u had very high push forces due to the patient's anatomy. The delivery system buckled and pushed through the seem on the esheath. The valve was not able to be removed from the groin so the patient had to go to vascular surgery for removal and repair. The patient is in stable condition and was discharge at home. The patient is waiting for the next procedure.

Manufacturer narrative:
The lot number is unknown. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaints were unable to be confirmed with no returned device or device imagery. Available information suggests patient factors (calcification) and/or procedural factors (high push force) potentially contributed to the event as it was reported that the perceived root cause was the patient's anatomy and the patient had "severe" calcification. The patient had mild tortuosity and an unknown insertion angle and minimum luminal diameter. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. It is possible that additional push force to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath liner and lead to damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.